Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an 18 french (fr) medtronic sheath was advanced with ease into the patient and a series of wire and catheter exchanges occurred. A pre-implant dilation was performed with a 22 fr non-medtronic balloon (ture). When the 18fr sheath was removed, the delivery catheter system (dcs) was advanced but could not go beyond the external iliac artery. At that time, the physician attempted to advance the 18 fr sheath and were unable to advance beyond the external iliac. An angiogram was performed and a dissection in the external iliac was observed. A balloon was placed for hemostasis and a non-medtronic stent was placed. The transcatheter aortic valve replacement (tavr) was aborted. Per the physician, the dissection was caused by the external sheath being introduced, which prevented the dcs from being advanced. Per the physician, the dcs did not contribute to the dissection. Of note, the patient had tortuous and calcified anatomy. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: {evolutfx-34}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; product ID {l-evolutfx-34}; product; product type: {0195-heart valves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: five static images were provided for review. Images from the patient¿s executive summary were provided for anatomical review. Per instructions for use (IFU), the minimum vessel size diameter is 6mm to accommodate the 18f equivalent delivery catheter system. Despite calcification present in the right common iliac, the minimum vessel diameter was appropriate for the 18f delivery catheter system. As seen on the images provided, a dissection can be confirmed. Evidence shows that a peripheral intervention was performed. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.